Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Regurgitation and/or stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The reported event cannot be confirmed with the available information. The device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd, combined with the patient¿s other significant comorbidities which includes acute kidney injury requiring hemodialysis support. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a bioprosthetic mitral valve failed due to severe regurgitation and moderate stenosis, secondary to structural valve deterioration. Implant duration was 13 years and four (4) months. Tee demonstrated 4+ mitral regurgitation and was eccentric. The patient also had evidence of cardiogenic shock. A tmvr was successfully performed with an edwards transcatheter valve (valve-in-valve). Tee showed no mitral regurgitation post-tmvr. The mean transmitral gradient was 7 mmhg. Fluoroscopic examination revealed a well-seated valve. There were no complications. The patient tolerated the procedure well and was transferred to the ICU in critical condition.